Event description:
Customer reportedly obtained results of hi and 165mg/dl on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported. No information provided to suggest location of comparison. Requested return of suspect system and replacement was sent.